Manufacturer narrative:
It was reported that the device alarmed a technical alarm, indicating a ventilation stop (disabled valves). The ventilator device control printed circuit board (pcb) was replaced and returned for technical investigation. Simulated use testing did not reproduce the reported issue, however, the pcb failed the flow test. The evaluation of the received device logs can confirm the reported alarm indicating disabled valves and communication error, however, the alarms were not permanent. The breathing software stops executing as a safety measure and alarms are generated. The safety valve opens and spontaneous breathing is enabled. The puc was not performed and according to the user manual, a pre-use check should always be performed before every case. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this are currently being developed within the r&d department and a solution will be made available in a future software release.

Event description:
Manufacturer's ref #(B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).